Manufacturer narrative:
The pump alarmed no delivery during the displacement and excessive no delivery test due to faulty force sensor system. The pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The customer stated that the alarm occurred during basal. The customer stated that the no delivery alarm was not recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised to clear the alarm with the escape and act buttons. The customer stated that there were no delivery alarms in the alarm history. The customer will be sent a replacement pump.